Event description:
It was reported that the device failed to alarm when the bandage was no longer functional. There was no harm to the patient reported.

Manufacturer narrative:
The device, used in treatment, has not been returned for evaluation. Visual inspection and functional evaluation could not be performed. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history for the failure mode has been reviewed with similar instances found in the previous four years. These instances are being monitored to determine if additional actions are required. Fail to alarm: it is possible in certain situations that the device may not alarm due to the pressure sensor readings inside the pump still being within tolerance. This situation could occur when there is misalignment or a physical blockage at the softport to dressing interface. Suction failure can occur as a result of an insufficient seal on the dressing. At this time, it is deemed that no further investigation is possible, the complaint will be reviewed if the device is received and evaluated at a future date. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.